Manufacturer narrative:
On november 5, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also received additional information indicating that the correct date of explantation was on (B)(6) 2021. On november 10, 2021, mentor received additional information indicating that the patient underwent bilateral replacement with the following devices: (left) 225cc mentor memorygel breast implant catalog: 3502251bc lot: 9557466 sn: (B)(6) and (right) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9571320 sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 22, 2021, mentor received additional information indicating the following: the patient's ethnicity was not hispanic/latino. The patient actually fell on their right breast and this prompted for them undergo a mammogram examination, were the bilateral ruptures were detected. The patient underwent bilateral implant explantation on (B)(6) 2021. During the intra-operative inspection of both implants, they were found to be intact and also the right breast capsule was torn. Correction: on july 26, 2021, mentor became aware that the provided date of implantation was incorrect. The correct date has been populated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: suspected rupture manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis. Correct date of implantation: (B)(6) 2007.

Manufacturer narrative:
On november 29, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the smooth hpg, 425cc breast implant was found to be ruptured and received in three parts. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the gel-filled mammary prosthesis. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone breast augmentation revision with a (left) 325cc mentor memorygel breast implant and a (right) 425cc mentor memorygel breast implant, suffered spontaneous bilateral breast implant ruptures, post-procedure. The ruptures were diagnosed and confirmed via mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.